Event description:
Pt undergoing roux-en-y gastric bypass procedure when the inner sleeve separated from the outer sleeve of the stomaphyx device. There were no broken pieces, and it appeared as if the glue did not adhere.